Event description:
It was reported that the left ventricular lead exhibited high thresholds, the patient experienced palpitations and phrenic nerve stimulation. The device was reprogrammed and the issue was resolved. The patient was fine post event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).